Manufacturer narrative:
The reagent lot number and expiration date were requested but not provided. The field service engineer (fse) replaced the sample probe and adjusted the probe and rinse volumes. The instrument was verified with mechanical checks, precision, calibration, and qc runs with acceptable results. No further issues were observed since the service visit. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable calcium gen.2 results for one patient sample on a cobas c 503 analytical unit. The customer initially had issues with qc failing the day before the event. The issue was resolved with recalibration, replacement of the pack, and rerun. It was indicated that after qc passed, the following sample showed a critical low result and then repeated normal. The initial result was 5.5 mg/dl. The repeat result was 8.0 mg/dl. The repeat result was deemed correct and consistent with the patient's clinical picture.